Event description:
(B)(4). Weight gain,constant bloating looking like I was (B)(6), memory fog, severe depression ,anxiety, insomnia, sick all the time, joint pain, severe back pain, heavy periods w huge clots and the pain during my cycles were unbearable, ny ovaries felt like they were going to jump out of me, no energy, hair loss, bleeding everytime I brushed my teeth, nails wouldn't grow, broke or sprained 3 bones in the past year n half...and I played sports all my life and never broke or sprained a bone!